Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. After disassembling the device, the j-hook was evaluated and there were deformations present on the j-hook. It was reported that the jaws of the reload did not close at all and the device was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the user tries to remove the reload when it is not opened all the way to its calibrated position. When the blue button is pushed and the j-hook is not completely depressed, the edge of the single use loading unit (sulu) load link will catch the j-hook and deform it. It was also reported that the device detected a used reload. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, when the surgeon was dividing the lung lobe and tried to close down on the tissue, the jaws of the stapler would only articulate, and the stapler did not close to fire the staples. The stapler was pulled out of the trocar and it was noted that the status indicator on the handle showed the reload had been used. Upon inspection, the reload looked like it was not fully still connected to the adapter; the scrub technician could not remove the reload, even though the jaws were open and straight. After the case, it was noted that a portion of the reload had broken off in the adapter. To resolve the issue, the adapter and reload which were connected together, were removed from the stapler. A new adapter, new reload, and the same handle and shell were used to resolve the issue. There was no patient injury.